Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no red alarm/sound was provided for a patient who had an asystole event on (B)(6) 2018 at 06:20:50.

Manufacturer narrative:
No malfunction is supported. The customer alleged they did not receive an expected asystole alarm however the analysis of the log data finds a pause alarm occurred which then escalated to an asystole alarm which was silenced by a user. The local fse confirmed that audible tone was provided and the biomed confirmed the speaker was operational. Details about the patient were not provided therefore it could not be confirmed if the patient experienced a true asystole event and if any treatment was required or not. Philips cannot confirm if the device was a factor in the event based on the limited information provided. No further action or investigation is warranted at this time. The fse provided information to the customer regarding the audit log data during his visit onsite. The evidence in this investigation supports that both yellow and red level alarms were provided and silencing of alarms was performed by a user at the time of the event. Patient information requested, not available at time of report.